Manufacturer narrative:
Lot # unknown as packaging and tubes destroyed. In the 29 years, (B)(4) had been in business we have never had a report of this nature with our moss gastrostomy (5-17719).

Event description:
Delay in reporting as tubes had not been saved and had difficulty finding the manufacturer of the tubes. It is only recently that risk was provided with this information. For reasons unclear to us covenant health reported that the moss gastrostomy tube (5-17719) balloon and feeding port peeled away. Feeding port was found in patient's bed with leaked tube feedings. They were never able to find "balloon port." Main tube had appearance of both ports being peeled away. Medical doctor notified and told to get a replacement for interventional radiology to replace tube. One of the surgeons on the patient's case looked at the new replacement tube. He opened the package and easily pulled apart the tube. This package was sent back to the operating room but now is unable to locate. Interventional radiology replaced the tube the following day without complications.